Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had an eroding implantable cardioverter defibrillator (ICD). The device could be observed protruding out of the chest skin. None of the leads were visible. No evidence of infection was seen but the entire system was extracted. The patient was stable.